Event description:
Complaint received via medwatch # (B)(4) on 04january2021. Patient was in the cath lab for an intra-aortic balloon pump (iabp) insertion prior to surgery. Balloon pump catheter did not function properly. Unable to get a waveform. Device was replaced with another catheter without any issues. No patient harm. Date of event - (B)(6) 2020.

Manufacturer narrative:
Section d added serial # (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve and syringe were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
Complaint received via medwatch # (B)(4) on 04january2021. Patient was in the cath lab for an intra-aortic balloon pump (iabp) insertion prior to surgery. Balloon pump catheter did not function properly. Unable to get a waveform. Device was replaced with another catheter without any issues. No patient harm. Date of event - (B)(6) 2020.